Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease fold. Leak test and microscopic analysis was performed which identified: device no leakage and the unit has no opening. No slow saline leakage or particle obstruction observed in port holes. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Device has been explanted.

Manufacturer narrative:
Information contained on this report was previously submitted via asr on 20/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "slow leak of saline" from a saline device.

Event description:
Healthcare professional reported right side "slow leak of saline" from a saline device. Device remains implanted.